Manufacturer narrative:
The field service engineer could not determine a cause. Precision studies were performed. Mechanical and operational checks were performed; all passed. The last glucose calibration was performed on 17-oct-2019. The calibration was ok and there were no alarms. The last total protein calibration was performed on 11-sep-2019. The calibration was ok and there were no alarms. Quality controls for both assays were within range, showing no indication of ain instrument or reagent performance issue. Upon review of the alarm trace, abnormal aspiration errors were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 and tp2 total protein gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory. The sample was repeated and the repeat results were believed to be correct. The sample was initially tested twice for glucose, resulting with values of 32 mg/dl and 32 mg/dl. The sample was repeated twice, resulting with glucose values of 137 mg/dl and 140 mg/dl. The sample initially resulted with a total protein value of 5.4 g/dl. The sample was repeated twice for total protein, resulting with values of 7.5 g/dl and 7.4 g/dl. The glucose reagent lot number was 421384, with an expiration date of 31-oct-2020. The total protein reagent lot number was 414346, with an expiration date of 31-aug-2020.